Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. A portion of the foot of the attachment was detached and missing. Previous investigation performed under (B)(4) determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to monitor this complaint type for trends.

Event description:
Repair request initiated for device with the report of damage to the foot of the attachment. It was reported there was no impact to the patient. Repair request escalated to a product event based on the reason for return. On follow up it was reported the attachment was damaged during the procedure. The damage occurred during setup for the mandible cutting portion of the procedure. It was confirmed there was no delay to the procedure; however, backup hand tools were used to complete the mandible portion of the surgery. It was also confirmed there were no reported issues regarding patient status postoperative.